Event description:
The patient stated that his infusion tubing separated at the luer connection. He stated he was trying to bolus and he noticed insulin leaking on his clothing. He stated his blood glucose elevated to 370 mg/dl. His normal blood glucose is around 100 mg/dl. He stated he changed his infusion tubing and bolused 6 units to lower his blood glucose. He stated the high blood glucose made him feel tired. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.